Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the skin as red and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported using an unscented lotion she got at the hospital. Follow up indicated that the lotion is helping with the skin irritation.